Event description:
It was reported that this right atrial (ra) lead has possible fracture. This ra lead was also showing signs of loss of integrity and impedance went up to greater than 3000 ohms, then settled around 2000 ohms. Technical services (ts) discussed that the patient will need to schedule for an in-person evaluation. This lead remains in service. No adverse patient effects were reported.